Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the catheter that was used for the procedure has an expiration date of (B)(6) 2024. There was no adverse patient consequence reported.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device 60000257 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).